Manufacturer narrative:
The unit was received with normal operating currents. The unit also passed the self test. The insulin pump passed the unexpected restart error, rewind, basic occlusion, and displacement tests. However, the unit was unable to prime at 2.5 pounds during the prime/compromised force sensor system test due to a faulty force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor error several times during the day. The patient's blood glucose at the time of incident was 192 mg/dl. The alarm first occurred during bolus delivery and a second time during basal delivery. Troubleshooting was initiated for the motor error alarm. The insulin pump was not exposed to a magnetic field. The customer was able to rewind the insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.